Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resets) hs been confirmed. As received, the monitor was resetting and would not power on. The cause of the failure was isolated to an intermittent bga solder connection at the u500 dsp component on the monitor c/a board sn (B)(4). The root cause for the intermittent bga connection at u500 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. A root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor contacted zoll to report that monitor sn (B)(4) was resetting.